Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose was 36 mg/dl. Customer also stated that they experienced a high blood glucose and the blood glucose value was 174 mg/dl. The customer declined troubleshooting for low and high blood glucose. The product will not return for analysis.